Event description:
The technician used the pathos delta tissue processor in order to prepare the tissue to be diagnosed. The protocol selected was a modified protocol developed by the laboratory personnel for 1mm thickness (customized). The customized protocol in past was noted by application specialists from our us-agent as inadequate. The process terminated without any warning from the pathos delta tissue processor, one specimen was not adequately processed.